Manufacturer narrative:
The field service engineer (fse) had the customer disable dil-bhcg testing on reagent pipettor #1 until service arrive onsite with the required parts. Once onsite, the fse removed reagent pipettor pump #1 from the instrument. The fse observed the pump belt was slightly skewed from a completely up and down position. The fse also noted the pump belt was slightly out of the belt clip. The fse adjusted the belt and clip to appropriate positions. The fse also exercised pump piston through the pump pathway multiple times to loosen any dried wash buffer deposits within pump. The fse noted the piston was now moving smoothly. The fse replaced the red and white fitting as the old fitting had a small amount of wash buffer on the outside. The fse reinstalled reagent pipettor pump #1, primed the instrument 15 times and recalibrated all pressure sensors. The fse performed successful pump diagnostics (including d-test) which verified that the pumps were functioning within established specifications. The fse performed additional verifications including pipettor matching, low volume matching, and another recalibration of pressure sensors. The fse performed successful maternal qc panel, as requested, with all levels of dil-bhcg acceptable. On (B)(4) 2013, the fse worked with product support and applications support to determine the dilution factor for pipettor #1 needed to be adjusted to meet the customer's expectations. Product support assisted the customer in determining the correct dilution factor for pipettor #1. The customer performed the procedure and was able to adjust the dilution factor within the expected limits. No further issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported dil-bhcg (beta human chorionic gonadotrophin) quality control results were within range at the beginning of the analysis but out of range low at the end of the cycle involving the unicel dxi 600 access immunoassay system used in conjunction with the access total sshcg assay and calibrators. The customer noted all quality control (qc) analysis on reagent pipettor #1 was outside specifications low. All qc analysis on reagent pipettor #2 was within specifications. The customer stated patient results from reagent pipettor #1 were not released out of the laboratory. The customer retested all affected 32 patient samples on reagent pipettor #2 and noted the results from reagent pipettor #1 were lower but not significantly. The customer stated only results from reagent pipettor #2 were released from the laboratory which was considered correct. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.